Event description:
It was reported that on (B)(6) 2026, while the patient was on an airplane, their blood glucose levels gradually increased from 224 mg/dl to 461 mg/dl after approximately 24-36 hours of pod wear on the abdomen. The patient sought medical assistance from an airline emergency medical technician, who treated the patient with manual insulin injections. The patient remained under observation for approximately 1.5 hours. After landing, the patient successfully applied a new pod and resumed omnipod therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.